Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently could not be charged. Customer experienced a low blood glucose (bg) range of 40-300 mg/dl; cause was unknown. The customer consumed glucose tablets to address bg. The customer continued to use the pump for insulin therapy.